Manufacturer narrative:
This instrument has been investigated. On 07/26/2018 and 07/30/2018 an ortho field engineer (fe) arrived on site. The fe verified that the camera was in spec. Fe performed adjustment of camera with a reading of 118 (range is 101 to 128). Fe also verified that the gripper was in range. Fe also found that the cavro dilutor was not picking up cells. Part was replaced and verified by running cards. Customer performed and verified qc. Repairs have returned this instrument to expected operation. No erroneous results were reported. (B)(4).

Event description:
Customer reported that during donor re-typing of 20 donor samples, donor sample ((B)(6)) was typed as group o, rh neg on the provue. Visual inspection of the card indicated that there was a very small cell button at the bottom of the microtube. The customer does not believe the instrument should have read it as a negative result. The donor is actually a group o, rh positive donor. Customer repeated testing in manual gel using the same lot of gel cards and was able to confirm the group o, rh positive typing.